Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported that it was noticed by the physician at the end of the procedure that the vizigo sheath was leaking at the hemostatic valve. The caller stated that they did not replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As such, the device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 00002379 number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported that it was noticed by the physician at the end of the procedure that the vizigo sheath was leaking at the hemostatic valve. The caller stated that they did not replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed. There was no patient consequence. Additional information received indicating the sheath was being used on the patient at the time of incident. They are not aware of any air entering the patient¿s body. Just a few milliliters of blood loss if any was reported. A brk extra sharp needle was used for transseptal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).